Event description:
In 2004, the pt's device reportedly had partially extruded due to a skin flap infection. The pt received medical treatment. The following month, the device reportedly had totally extruded and was explanted. The paperwork accompanying the explanted device stated that there was an mrsa infection around the body of the device. The plan is to reimplant the pt with a new device in 6 months.